Event description:
It was reported by the customer that this event occurred at the time of insertion (introduction) of the catheter. While removing the spring wire guide (swg), the outer coil wire was twisted near the first distal marking. It was confirmed by the customer that the expression "barb" is the same as the j-tip of the swg. The swg was blocked somewhere in the inner part of the catheter, so by the attempts to pull the swg out (obviously) several times, the outer layer of the swg let go and the j-tip had appeared to be almost straight shaped. There were no reported pt consequences.

Manufacturer narrative:
(B)(4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore it is reportable. Device eval: two swg's were returned for eval. One swg has multiple soft bends along its length and both welds remain intact without separation. The other swg is unraveled with the coils stretched near the middle portion of swg. The core wire was found broken adjacent to the distal weld. Discoloration at the broken end of the core wire is consistent with proximity to a weld. Microscopic inspection revealed a plastic deformation and necking of the core wire in the area of the break. The distal weld appears full and remains attached to the unbroken coil wire. The proximal weld remains intact. Based upon the measured length of the broken core wire, no pieces appear to be missing. The diameter of the unraveled swg was within spec. The product's instructions for use describe suggested techniques to minimize the likelihood of swg damage during use. The instructions caution that withdrawing the swg against the needle bevel or use of excessive force during removal could damage or break swg. The reported complaint of swg unraveling was confirmed through visual inspection of the returned samples. No mfg defects were found during this investigation. Swg's are designed and mfg to withstand a tensile force of 2.75 pounds force. This internal spec is higher than the iso standard of 2.2 pounds force for this size swg. The selected insertion site and pt anatomy may present a tortuous path that could contribute to the possibility of swg kinking. Swg breakage may occur if a force greater than the design spec is applied during removal. Quarterly trending indicates a low, stable rate for unraveled or separated swg complaints. Based on these circumstances, the potential cause of this issue is procedure/pt anatomy related.